Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced while running an infusion and confirmed through a review of the event history log. The ultrasonic sensor tail pins were tested for continuity with failing results. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.